Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing slowness and frequent reboot. A field service engineer (fse) remoted in and sent a remote reboot request to the station. After waiting for it to restart, another reboot was attempted in safe mode. The fse worked with the lead to troubleshoot. The customer was instructed to shut down the station for 5 to 10 minutes and then restart it. The station reached stage 1 of 2 screens, and monitoring continued throughout the night to see if it would come back online. The remote smart service (rss) dashboard showed the station online, but the screen went black after the customer touched it, leading to another power cycle. The fse then reimaged the station's ssd drive. The sync process took longer than expected, but the customer tested the station by logging in and accessing drawers. The fse reseated all connections in the back, and no failures occurred upon restart. A technical support specialist (tss) confirmed that the device was found to be online in rss but could not be connected to. Based on the customer's description, it is likely the device failed during a windows update and became stuck in a boot loop. The device was reimaged and became functional after the reimage. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the screen has slowness and keeps rebooting . The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the screen has slowness and keeps rebooting. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.